Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seals intact and both plunger cases cracked. A review of the event history log found motor rate error in the history. Functional testing was performed using an occlusion test and the reported problem was duplicated. The cause of the reported problem was that the leadscrew did not operate as intended. The root cause of the failure could not be determined. To resolve the problem, the leadscrew was replaced, the clutch halves and old style motor bracket were replaced as a preventive measure, and the whole motor assembly was cleaned and greased.

Event description:
It was reported that a motor rate error occurred. No patient injury was reported.